Event description:
It was reported the epg (external pulse generator) would not power on when tested by the biomedical engineer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device will not power up due to corrosion and contamination on the main printed circuit board (pcb), battery flex and liquid crystal display (lcd). It was also noted that the upper and lower case halves were broken, corroded and contaminated, the lcd lens, battery release, battery release spring, battery drawer and keyboard were contaminated, the lead flex cover was broken and corroded, the battery contacts were corroded and compressed and both bail covers and ring cover were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the initial report, the device will not power up due to corrosion and contamination on the main printed circuit board (pcb), battery flex and liquid crystal display (lcd). It was also noted that the upper and lower case halves were broken, corroded and contaminated, the lcd lens, battery release, battery release spring, battery drawer and keyboard were contaminated, the lead flex cover was broken and corroded, the battery contacts were corroded and compressed and both bail covers and ring cover were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.